Manufacturer narrative:
Per tandem's user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings "'were not working' after a pump reset." In addition, reportedly the customer filled the infusion set tubing with 70u of insulin while connected at the infusion set site. There was no reported impact to blood glucose. Multiple follow-up attempts were made to complete troubleshooting, however, no response was received.